Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (truseal) with blood present in the device was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the reported sheath kink. Inspection of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation. (B)(6).

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure while retrieving the closure device, the catheter was sheath was kinked, preventing the closure device from being withdrawn. The patient condition following procedure was stable. It was further reported that the procedure was completed with another was sheath and another closure device. The patient has been discharged.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure while retrieving the closure device, the catheter was sheath was kinked, preventing the closure device from being withdrawn. The patient condition following procedure was stable. It was further reported that the procedure was completed with another was sheath and another closure device. The patient has been discharged.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure while retrieving the closure device, the was sheath was kinked, preventing the closure device from being withdrawn. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.